Manufacturer narrative:
Customer returned a reagent bottle that contained mixed strips from other bottles, so lot# on the container was not the same as initially reported. One of three control results was 725mg/dl high out of spec. Testing with blood gave satisfactory performance. Retention reagent gave satisfactory performance.

Event description:
The customer received blood glucose readings of greater than 600 and 564mg/dl on the contour next link, using strips he had mixed from different bottles. He re-tested on a different meter and the reading was 97mg/dl. The differences between the readings fall in the "d" zone of the consensus error grid, making the differences clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement test strips and meter were sent to the customer.